Event description:
It was reported that this patient received three inappropriate shocks over the past five months due to oversensing of low amplitudes. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Primary vector was identified as the best option for this patient. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to the same flattening of morphology that was observed with the previous episodes. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received three inappropriate shocks over the past five months due to oversensing of low amplitudes. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Primary vector was identified as the best option for this patient. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to the same flattening of morphology that was observed with the previous episodes. No adverse patient effects were reported. It was reported that the device was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received three inappropriate shocks over the past five months due to oversensing of low amplitudes. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Primary vector was identified as the best option for this patient. No adverse patient effects were reported.